Manufacturer narrative:
We reviewed device's internal log files. The device is an installed centralized monitoring sys that utilizes a sunblade 1500 central processing unit (cpu). The device receives, analyzes, and displays pt vital signs data from multiple bedside multifunctional pt monitoring through either wireless or wired connection. In this event the cpu rebooted due to an apparent over-temperature condition in the cpu's power supply unit (psu). Analysis of the device's internal log files showed that the cpu came back up approx 29 minutes after psu over-temp message occurred. When the cpu returned to monitoring following its reboot, all pts immediately reconnected and were actively monitored. During the computer reboot period, pt's vital signs continued to be monitored by the bedside monitors. Bedside monitoring of the vital signs of all pts continued uninterrupted during the reboot period. There were no pts harmed in any way by the event. The term event is used here (and in the codes in form 3500a) to mean the loss of centralized pt monitoring.

Event description:
Centralized pt monitoring was lost for approx 29 minutes. During that time bedside monitoring utilizing, the bedside pt monitoring devices continued normally.